Event description:
Clinical subject t06-400c/srs, right-sided cervical radiculopathy. Patient initially received simplify disc at c 6/7 and c 5/6. C 6/7 was removed and converted to acdf on (B)(6) 2021.